Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(6) displayed fault code 16 (timeout moving to take-up position) error message was confirmed during functional testing and archive data review. The root cause for the reported complaint was due to a defective drive train motor and motor controller, likely due to a defective component. Visual inspection was performed and unrelated to the reported complaint found a cracked front enclosure, likely as a result of damage sustained due to mishandling such as a drop. The cracked front enclosure was replaced to address the issue. The initial functional testing of the platform could not be performed due to fault code 16 displayed upon powering on. Thus, confirming the reported complaint. To remedy the reported issue, the drive train motor and motor controller were replaced. A review of the platform archive data was performed and it showed multiple fault code 16 occurred around the reported event date, thus confirming the reported complaint. Following the service repair, the autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform sn (B)(6).

Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
During the shift check, the autopulse platform (sn (B)(4)) displayed fault code 16 (timeout moving to take-up position) error message. No patient involvement.